Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -10.00 diopter, implantable collamer lens was implanted, removed, and replaced with a shorter length lens intraoperatively on (B)(6) 2021 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.